Manufacturer narrative:
The reported events of lead dislodgement and failure to advance guidewire were not confirmed. The lead was returned in one full piece for analysis. Visual and x-ray examination of the lead did not find any anomalies. Guidewire was able to be fully inserted and removed from the lead inner coil with no obstruction/restriction.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, the left ventricular (lv) lead pulled back from its position after the outer sheath was removed. The physician was unable to advance the stylet through the lv lead to reposition it. Therefore, the physician elected to explant and replace the lead on (B)(6) 2021. The patient was in stable condition.